Event description:
Customer reports the device is reading "failure" and not alllowing procedures. Malfunction occurred during daily test of the device, no reported patient involvement. Service representative confirmed proper operation of the device.